Event description:
Additional information received reported following the previously reported surgical procedure that took place on (B)(6) 2012 for stenosis, the patient then developed e. Coli while in the hospital. As a result, the pump was removed the following sunday. It was stated, 'they were afraid that it was going to be up the catheter and into the pump. They couldn't guarantee that it wasn't there.' It was also reported; the patient 'should have been able to walk out of there in a day and a half' but had developed a hematoma and then following the hematoma, 'probably a week after (B)(6) 2012, had developed the e. Coli.'

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
It was reported that the patient experienced withdrawal symptoms. It was indicated that the patient went to the hospital, thursday of last week for a lapendectomy procedure due to stenosis and calcification around a nerve. It was indicated at that time, that the pump was working fine. The physician had turned the pump off at some point and the patient was switched to other medications, which resulted in withdrawal symptoms. The following day, the patient was unable to walk when she previously could and she had numbness in her legs. It was stated that she was unable to move anything below her knees. The outcome of the patient was not provided. The drugs delivered via pump were bupivacaine, clonidine, and fentanyl. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Corrected information: conclusion code no longer applicable.

Event description:
Additional information received reported that after a laminectomy surgery, the patient experienced fluid collection at the surgery site in the back. Within a couple of days, the patient got an e. Coli infection because the incision was contaminated. The infection had been cleaned out and the catheter was removed. The patient was unable to go to the bathroom, so the patient was given an enema which did not work. The patient was then given a "smog" which worked and was able to have a bowel movement. The patient had experienced withdrawal which resulted in an ICU stay for two nights. The patient became paralyzed during that time, but was better now. The patient was in the hospital for three months and then went to long term nursing care because she had to have a PICC line put in, spent 6 weeks on antibiotics, and then went to rehab to learn to walk again. The onset of the change in therapy/symptoms were considered sudden. The infection had been confirmed. The patient was treated with both IV and oral antibiotics. The patient was currently taking oral baclofen, norco, and fentanyl patch. The patient was concerned that the oral meds never decreased but the pump worked fine and did what it needed to do. At the time of the event, it was noted that the patient's pump had delivered baclofen intrathecal (dose, concentration, lot number, type, manufacturer not provided), fentanyl intrathecal, lidocaine intrathecal, and a fourth unknown medication.

Manufacturer narrative:
(B)(4).